Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 device failed to activate. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).